Event description:
During catheter angioplasty procedure, 2.75 positioned at proximal ramus. First inflation at 4 atms resulted in balloon rupture, extravasation of contrast with dissection involving the circumflex ramus and lad at trifurcation. Pt required open heart surgery.